Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicated that the cause for the falsely elevated troponin I result was inadequate wash due to a clot in the wash probe. The instrument is performing within specs.

Event description:
A falsely elevated troponin I result of 4.69 ng/ml was obtained on a patient sample. The result was not reported to the physician . The original sample was retested on an alternate analyzer and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate wash due to a clot in the wash probe.